Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called and reported her blood glucose went over 600 mg/dl and she was hospitalized on approximately (B)(6) 2015. Customer's symptoms included nausea, stomach pain and headache. She was treated with an intravenous drip. At the time of this report, customer's blood glucose was 123 mg/dl. The customer also stated a button on the insulin pump was not working. Troubleshooting for high blood glucose was declined. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.